Manufacturer narrative:
(B)(4).

Event description:
On 01dec2016, an eye care provider (ecp) called to report a patient (pt) was diagnosed with a corneal ulcer in his/her left eye (os) in (B)(6) 2014 while wearing acuvue oasys. The ecp reported the pt was seen for ¿foreign body sensation, tearing, eye discharge, and corneal infiltrates.¿ the pt was advised to discontinue lens wear. The ecp reported the pt was prescribed an antibiotic polytrim 1 drop qid. The ecp reported the location of the ulcer was at ¿3:00 towards the center.¿ the ecp reported the pt cancelled his/her follow up appointment. The lot number of the suspect product is unknown and the suspect product was discarded. No additional investigation can be conducted. If additional information is received it will be reported within 30 days of receipt. Serious reportable event trends are reviewed quarterly in franchise management review meetings.